Manufacturer narrative:
(B)(4).the sales rep advised that the product will not be returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. The supplier was notified of this complaint and asked to review the lot history records for dh024s and ch015s. The supplier performed a device history review for both perforators and determined. The device history records for perforators dh024s and ch015s was reviewed and all test and inspections associated with the assembly process met specification requirements. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed. Device not available.

Event description:
Three perforators were opened. The first one was stated not to be working properly, a second one was opened and used, this one pierced through the skull and into the dura. After the incident, the drill cord and handpiece were changed out and also a third perforator was opened... Hospital unsure which perforator pierced the dura. It is either lot dh024s or ch015s the third perforator worked properly. Regarding the complaint: notification date was today, (B)(6). Incident date , (B)(6). Incident did delay surgery more than 30 minutes product will not be sent in for evaluation